Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that there was a suspected overdischarge and a loss of therapy. The patient had difficulty charging and never got a full charge. The patient stopped recharging because of recharging difficulties, then stimulation therapy stopped; this was for a month and a half to two months. It was also reported that the patient's underlying pain symptoms peaked. The consumer requested to speak with a manufacturer representative to meet at the healthcare professional's office for a device check and/or programming. The consumer reported that the patient's therapy was not working as expected. Additional information received from the consumer via the manufacturer representative reported that the overdischarge was confirmed. It was determined that the patient was not compliant with the recharging process. Diagnostic testing or troubleshooting performed included a trickle charge. The issue was not resolved at the time of follow up. It was "unknown" whether surgical intervention occurred because they were waiting to see if the trickle charge was effective. It was later reported that the trickle charge was unsuccessful and the patient will have the battery replaced at some point. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information received from the consumer reported that no change in activity level led to the recharging issues. Multiple attempts had been made to recharge and the patient had met with manufacturer representatives in the past.